Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid pelvic inflammatory disease') and pelvic pain ('pelvic pain female') in a 39-year-old female patient who had essure (ess205) (batch no. 713458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thermal burn, malnutrition, right lower quadrant pain, uterine leiomyoma (uterine fibroids), swelling nos, weakness, cervical spondylosis, salpingitis, hemorrhagic cyst, perineal pain, swelling nos, cervical spondylosis, ovarian cyst, chronic cervicitis, adenomyosis and polymenorrhoea. Previously administered products included for birth control: depo provera. Concomitant products included docusate sodium (colace) since (B)(6) 2018, doxycycline since (B)(6) 2018, fluticasone propionate (flovent) since (B)(6) 2018, hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2018 to (B)(6) 2018, medroxyprogesterone acetate (depoprovera) from 1994 to 2010, metronidazole (flagyl) since (B)(6) 2018, nicotine (nicoderm cq) since (B)(6) 2018, prednisone since (B)(6) 2018, salbutamol sulfate (albuterol sulfate) since (B)(6) 2018 and tramadol from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and constipation ("constipation"). On (B)(6) 2017, the patient experienced abdominal pain ("abdominal pain"), 11 years 5 months after insertion of essure (ess205). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia ((painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), faecaloma ("gastrointestinal or digestive system condition/gastrointestinal or digestive system condition: fecal impaction") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy/ salpingectomy/tubal ligation/ oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, faecaloma, alopecia and constipation outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, constipation, dyspareunia, faecaloma, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: previously essure insertion date provided as (B)(6) 2007. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: 1. Bilateral essure wires noted. Adjacent to the right essure wire there is a small collection measuring 1. 3 x 1.1 cm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: bilateral essure wires noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : confirming pelvic pain, menorrhagia concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received. Previously added event gastrointestinal or digestive system condition updated to fecal impaction. Concomitant drugs and reporter were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid pelvic inflammatory disease') and pelvic pain ('pelvic pain female') in a 39-year-old female patient who had essure (ess205) (batch no. 713458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thermal burn, malnutrition, right lower quadrant pain, uterine leiomyoma (uterine fibroids), swelling nos, weakness, cervical spondylosis, salpingitis, hemorrhagic cyst, perineal pain, swelling nos, cervical spondylosis, ovarian cyst, chronic cervicitis, adenomyosis and polymenorrhoea. Previously administered products included for birth control: depo provera. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and constipation ("constipation"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 12 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia ((painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy/ salpingectomy/tubal ligation/ oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, gastrointestinal disorder, alopecia and constipation outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, constipation, dyspareunia, gastrointestinal disorder, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: previously essure insertion date provided as 2007. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: 1. Bilateral essure wires noted. Adjacent to the right essure wire there is a small collection measuring 1. 3 x 1.1 cm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: bilateral essure wires noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : confirming pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: quality safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid pelvic inflammatory disease') and pelvic pain ('pelvic pain female') in a (B)(6) year-old female patient who had essure (ess205), (batch no. 713458) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included thermal burn, malnutrition, right lower quadrant pain, uterine leiomyoma (uterine fibroids), swelling nos, weakness, cervical spondylosis, salpingitis, hemorrhagic cyst, perineal pain, swelling nos, cervical spondylosis, ovarian cyst, chronic cervicitis, adenomyosis and polymenorrhoea. Previously administered products included for birth control: depo provera. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and constipation ("constipation"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 12 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia ((painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gastrointestinal or digestive system condition") and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy/ salpingectomy/tubal ligation/ oophorectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic inflammatory disease, pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia, vaginal discharge, gastrointestinal disorder, alopecia and constipation outcome was unknown and the abdominal pain was resolving. The reporter considered abdominal pain, alopecia, constipation, dyspareunia, gastrointestinal disorder, menorrhagia, pelvic inflammatory disease, pelvic pain, vaginal discharge and vaginal haemorrhage to be related to essure (ess205). The reporter commented: previously essure insertion date provided as 2007. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2018: 1. Bilateral essure wires noted. Adjacent to the right essure wire there is a small collection measuring 1. 3 x 1.1 cm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2018: bilateral essure wires noted. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: confirming pelvic pain, menorrhagia. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic inflammatory disease. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 3-jun-2019: plaintiff fact sheet and medical record received- previously reported event ¿injury to herself¿ updated to ¿pid pelvic inflammatory disease¿, events- ¿abnormal bleeding vaginal, menorrhagia, dyspareunia (painful sexual intercourse), pain, vaginal discharge, gastrointestinal or digestive system condition, hair loss, abdominal pain, constipation¿, reporter, lot number, medical history, lab data added. Essure model no. Change to 205. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.